Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that half of the rim of the reservoir compartment was missing and other half was cracked. Customer stated that insulin pump was making high pitch and grinding noise. Customers states that part that lock the reservoir is in place so the reservoir was still there. Customer¿s blood glucose was 9.1mmol/l. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. No grinding motor noise during test. Motor passed motor test.